Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. The helix functioned within spec after cleaning. Upon visual inspection it was noted that there was blood in/on helix/lobe mechanism.

Event description:
It was reported that during the implant procedure the lead dislodged after the first placement. Tried to reposition, but lead mechanism was not working anymore. The lead was not implanted. No patient complications have been reported as a result of this event.